Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e315 (scope error) code was confirmed. It was determined, the error code was due to water invasion in scope connector. In addition, the scope ID data was not stored. Air/water leak due to ethylene oxide valve being misaligned. Switch buttons 1-4 was not working. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was not in specification due to the elongation of the angle wire. The objective lens and light guide lens were chipped. Bending section cover adhesive was cracked. The insertion tube was scratched. Fluid invasion observed in grip and scope cover. Light guide tube had buckles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the evis exera iii colonovideoscope reading (scope error) code e315, during preparation for use. The intended procedure was a diagnostic colonoscopy. There was a delay of about 10 minutes, while the patient was intubated under general anesthesia. The procedure was completed using a similar device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the venting connector being opened while the user was handling the device which led to water invasion. Due to the water invasion, an abnormality of electrical parts occurred which led to displayed error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.